Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was de-calibrated; attempting with both the service disk and a new stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was dim. It was also found that the rear display cover had a broken tab, the bezel had a crack but was functional, and the lower display hinge cover bullet was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the color of the display screen of the programmer was changed to a blue tone, and it was not possible to visualize correctly. The programmer has been returned for repair. There was no patient involvement.